Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: over 14 mmol/l on compact plus meter (system 1) and over 3 mmol/l on aviva ii meter (system 2). No serious injury reported. Requested return of suspect device for evaluation and replacement was sent.